Manufacturer narrative:
This device used for treatment and not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The device was received and the investigation is ongoing. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported: away from the patient the drill bit got broken inside the drill guide. This is 1 of 1 report for complaint (B)(4).